Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in a calcified common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, suture breaks occurred with the seven proglide devices. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The suture break was unable to be confirmed as the complete suture was not returned. The investigation was unable to determine a conclusive cause for the reported suture break; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with three proglide devices in the right common femoral artery and four proglide devices in the left common femoral artery. No additional information was provided.